Event description:
Used one brush, one time and all bristles falling out. Blue handle ¿ proxabrush - 1614 purchased: maple garden ((B)(6)). Cust confirmed brush available for return.

Manufacturer narrative:
Our reporting system experienced technical difficulty and thus this report is delayed. Our vendor, iqvia, has notified us that we have ran into a bug that requires a patch that will be released soon.